Event description:
It was reported that the irrigation/suction system does not work. The event occurred during surgery. There was no reported patient harm, or delay. An alternate device was available to complete the procedure due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: france. Functional testing of the returned product identified the device would not power on with the original battery pack. Visual inspection of the interior of the pack found the batteries were wet and there was clear fluid throughout the pack. Some of the batteries, as well as the electrodes, had turned black. There were no signs of other issues or damages. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.